Event description:
The patient began having problems 3 months post-op. A tibial fracture and anteromedial subsidence of the tibial component was reported. There is no information regarding a revision surgery.